Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device did not discharge. Complainant did not indicate that there was any adverse effect to the tp due to the reported malfunction.